Event description:
The parent reported that the patient was wearing the pod between 4 and 24 hours at the time medical attention was sought. Patient's blood glucose level was over 400 mg/dl. Per parent, the cannula deployed, but it did not go in the patient's arm as this led to the belief of the pod not to be delivering insulin. The patient was brought to the emergency room (ER) with vomiting symptoms and was borderline diabetic ketoacidosis which was also the diagnosis received. The pod was removed in the ER visit, and the cannula was found visible and bent. Treatment included administration of intravenous fluids. The patient stayed in the ER for approximately five to six hours and was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Also, we are unable to determine if any product condition could have contributed to the reported emergency room treatment and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.